Event description:
Additional information: rep stated locking knob was also stuck.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1255-300, tibial insertion guide, batch number: 212471a, was returned for investigation. Visual evaluation noted signs of wear along the body of the device: fading laser marks, and discoloration. Additionally, part of the threads of the 0837-000, impactor pad, where the device connects, broke off inside the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024 it was reported by a sales representative via sems-06732154 that an 0837-000 impactor pad and an 1255-300 suprapatellar insertion guide broke. As a nail was being reamed, the jig was hit with the impactor pad and broke off at the attachment to the jig. This was discovered during the procedure. The procedure was completed without any issues and the nail was inserted normally. X-rays were confirmed to make sure no metal pieces were left inside of the body. Procedure was completed as planned with no patient harm.